Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.the device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and there was connector other (intermittency between the connector pin and cap). Also noted blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the helix was distorted/bent and there was blood in/on the helix mechanism. The analyst also commented that the lead was returned with the helix fully extended and stretched.

Event description:
It was reported that two days after implant, the right ventricular lead had high thresholds. While attempting to remove the lead, the helix would not retract. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that two days after implant, the left ventricular lead had high thresholds. While attempting to remove the lead, the helix would not retract. The lead was removed and replaced. No patient complications were reported as a result of this event.